Event description:
During left ventricular (lv) lead implant, the guidewire was unable to be removed from the lv lead. A new lead was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of the wire would not retract in the left ventricular lead was confirmed. As received, a complete lead was returned in one piece with a guidewire inserted in the lead body. Visual inspection found the ptfe coating of the guidewire to be stripped off and clogged at the connector pin region and in the inner coil in the connector region. The cause of the reported event was isolated to the ptfe coating of the guidewire clogged in the inner coil in the connector region.